Event description:
It was reported that the patient was unable to adjust the stimulation on their implantable neurostimulator. The patient received a "call your doctor" icon along with a power-on-reset condition. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3093-28, lot#v186323, implanted: (B)(6) 2009, explanted: na.